Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - inside of top lip [lip haemorrhage]. Discomfort/ inside of top lip [oral discomfort]. Cut/ inside of top lip [lip injury]. Brush head broke on the first use, top piece fell off [device breakage]. Case description: consumer contacted via phone and stated that the brush head broke on the first use; the top piece fell off. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Bleeding - inside of top lip [lip haemorrhage]. Discomfort/ inside of top lip [oral discomfort]. Cut/ inside of top lip [lip injury]. Brush head broke on the first use, top piece fell off [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer contacted via phone and stated that the brush head broke on the first use; the top piece fell off. No serious injury was reported.